Event description:
Additional information received reported that the event occurred when the patient was in florida when the pump was implanted. The patient was not paralyzed. The injections were not through the pump. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Event description:
It was reported that with the patient's first pump in 1993, the student gave the patient 3 -4 shots and finally it kicked in. The patient was paralyzed and they couldn¿t move. (No outcome was reported regarding this event. It was unknown what the pump system was infusing at the time of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8703, lot # j92103160, product type catheter. (B)(4).